Event description:
The customer reported that they obtained an erroneously elevated high-sensitivity troponin I (tnih) result on a patient sample on an atellica im 1300 analyzer. The initial result was reported to the physician(s) and was questioned. An hour later a new sample was drawn from the same patient and was processed on an alternate atellica im 1300 analyzer. The repeat result recovered lower than the initial result and was consistent with the patient¿s clinical history, considered correct. A corrected report was issued with the repat result. There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated tnih result.

Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) and reported that they obtained an erroneously elevated high-sensitivity troponin I (tnih) result on a patient sample on an atellica im 1300 analyzer. Calibration and quality control (qc) recovered acceptably. Siemens review the information provided by the customer and the reagent issues were ruled out based on review of qc which showed recovery within acceptable ranges and no issues were reported with other patient samples. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit the cse inspected the analyzer, rinsed/washed acid and base reservoirs inspected and cleaned wash blocks. Based on the available information, the cause of the erroneously elevated tnih result could not be determined as the cse actions included replacement and servicing of multiple parts which was considered standard service actions. The customer is operational. A product issue was not identified. The instrument is performing according to specifications. No further evaluation is required.